Event description:
It was reported that during a left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The physician gained access with j-wire into the superior vena cava (svc) for transseptal puncture. However, while pulling the wire out, it unraveled and was lodged at the tip of dilator. Physician pulled the wire and dilator out at the same time. Patient was stable. Hence, the physician used the pigtail wire to completed the procedure. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned versacross connect guidewire was analyzed. The returned mechanical guidewire, mgw revealed bundling of the coil at the distal end, multiple kinks on the guidewire body along with significant coating loss. It is possible that the guidewire was kinked or damaged during preparation thus causing the dilator compatibility issue resulting into increased resistance when withdrawing the guidewire into the vxa dilator. This could have caused the bundling of coils on the distal end of the guidewire. The reported allegation is confirmed. The return product did exhibit minor deformation of the coil (unravelling effect) likely due to excessive force applied. The unravelling effect did not lead to failure of the mechanical guidewire's device integrity. The cause not established cause code was selected based on the information provided within the event description and investigation results on the returned product.

Manufacturer narrative:
Correction to the supplemental follow up 1. MDR in block(s) h6 device codes and h10 narrative. Supplemental report submitted for product analysis results. The returned mechanical guidewire was analyzed. Pre-decontamination results confirmed obvious kink on the guidewire. Post-decontamination results confirmed kink at 50 and 100 cm from distal tip. There was an excessive coating loss pointing toward excessive friction force being applied/developed during withdraw. The testing results confirmed the guidewire outer diameter measured to be within specification at proximal tip. The vhx image inspection confirms stacked coil on distal end and major coating loss in immediate proximity of the kinked location. The wire pass test indicates that no significant deformities/opalization on the hypotube exist as to prevent passing of a .035 inch guidewire. The reported allegation is confirmed. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The physician gained access with j-wire into the superior vena cava (svc) for transseptal puncture. However, while pulling the wire out, it unraveled and was lodged at the tip of dilator. Physician pulled the wire and dilator out at the same time. Patient was stable. Hence, the physician used the pigtail wire to completed the procedure. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported, that during a left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib). A versacross connect kit was selected for use. The physician gained access with j-wire into the superior vena cava (svc) for transseptal puncture. However, while pulling the wire out, it unraveled and was lodged at the tip of dilator. Physician pulled the wire and dilator out at the same time. Patient was stable. Hence, the physician used the pigtail wire to completed the procedure. No patient complications occurred. The device is expected to be returned for analysis.